Manufacturer narrative:
All information reasonably known as of 11 sept 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint 10352. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. The complaint of "cannot consistently attach the cable portion to the set to the attachment pad. It does not always snap into place. The adhesive also does not stick well." Regarding part 2464aao-20 was not confirmed. The root cause was not determined but could possibly be a result of a combination of design and actions taken by the user. Design has been improved since the manufacturing of the related production lot, by improving snap tolerances, and changing the foam material for better adhesion. Customer has been notified of the importance of skin preparation and changing the cable at least every 1-2 years. A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been 25 other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
Cannot consistently attach the cable portion to the set to the attachment pad. It does not always snap into place. The adhesive also does not stick well.

Manufacturer narrative:
All information reasonably known as of 11 sept 2024 has been included in this health authority report. Should additional. Information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all. Of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not. Be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
Cannot consistently attach the cable portion to the set to the attachment pad. It does not always snap into place. The adhesive also does not stick well.